Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a other (unusual product issue) issue. The patient was reported to be legally blind, had received an unidentified alarm, and was without assistance to confirm alarm type. The reporter stated that a low battery alarm had occured prior to this alarm and that the battery had not been changed at that time. This complaint is being reported because troubleshooting could not be completed. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted to the verify screen with vibratory and audible features. An ezprime sequence was performed successfully with no issues. The alarm history showed on (B)(6) 2014 a typical low battery warning and then a replace battery alarm on (B)(6) 2014. There was no prime recorded between the warning and alarm indicating the battery was not changed after the warning. The pump was exercised for 24 hours and no alarms or warnings were duplicated during this time. The pump cover was removed and no evidence of internal moisture or damage to the pcb was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.